Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during non-patient transport, the cs300 intra-aortic balloon pump (iabp) unit was dropped and needs service. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer states that the device was dropped less than 24 hours after routine pm service. The fse went on site to investigate the equipment abuse. No cosmetic or mechanical damage was found. A full function and calibration check was completed. The device is performing to manufacturers specifications.

Event description:
N/a.